Manufacturer narrative:
The reported event is unconfirmed. Received four (4) photo samples. No root cause could be found because the reported event was unconfirmed. All photo samples showcase an overview of a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Visual inspection noted no obvious observations. The balloon passively deflated with no cuffing or leaks noted, returning 10ml of solution. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record was not necessary due to the reported event being unconfirmed. As the reported event is unconfirmed a labeling review is not required. Correction- d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the foley catheter balloon did not inflate during the pretest. As per information mentioned in the internal bd comments on 22nov2023, stated that no abnormality was found in the valve or syringe tip. They checked for abnormalities in other areas. They could not do it. They cut the inlet tube and discarded the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon did not inflate during the pretest. As per information mentioned in the internal bd comments on 22nov2023, stated that no abnormality was found in the valve or syringe tip. They checked for abnormalities in other areas. They could not do it. They cut the inlet tube and discarded the bag.